Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmissions with episodes of ams exhibiting atrial oversensing. It was noted that there appears to be far field r waves being oversensed. Programming changes were discussed. No symptoms reported.